Manufacturer narrative:
The device was not returned for evaluation. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. A device history record review was completed and documented that device met all specifications upon distribution. Corrections to the h6 codes device codes, component codes, investigation findings, and investigation conclusions were made. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that during use of an acumen iq sensor with a 48m patient had an initial stroke volume of 112 and cardiac output over 10. The patient had an acute mi and the cardiac output/stroke volume displayed a high number on the monitor that did not match the clinical picture of the patient. Troubleshooting was attempted to resolve the issue. There was no patient injury.

Manufacturer narrative:
The evaluation is anticipated. However, the complaint cannot be confirmed without the completion of an evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received.